Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced unexplained low and high blood glucose levels. The blood glucose reading was 2.5 mmol/l on the day prior. The customer stated that the low blood glucose occurred again on the day of the call. It was also noted that at the time of the call, the customer experienced a high blood glucose reading of 19.4 mmol/l, which was treated with a bolus. The blood glucose reading an hour after treatment was still 19.2 mmol/l. The caller complained of lethargy, dehydration, and frequent urination. The caller then treated with a manual injection. Upon troubleshooting, it was found that the insulin pump was working as designed. The insertion site was described a strange, "lumpy," and sore to the touch. There was not less insulin in the reservoir than was mentioned on the status screen of the device. Advised the caller to change the entire infusion set, reservoir and insulin. Nothing further reported.